Manufacturer narrative:
DHR review was performed for the complaint device serial number, b03308310240bb review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A bipap a40 pro device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating defective eeprom. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. A not-reportable program execution error code was found in the device's error log. The pca needs to be replaced to resolve this error as well. The device was scrapped.